Manufacturer narrative:
This device was used for treatment, not diagnosis. Initial surgery captured in ((B)(4)). (B)(6). This report is for (1) one unknown matrix polyaxial screw. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went for a revision surgery to replace polyaxial screws. The initial surgery took place about six to seven years ago to align the spine from scoliosis. The patient is fixed from t10-s1 with our matrix system. The patient is fully fused and there was no device malfunction that led to the revision. The revision was for pain and the surgeon had to perform an osteotomy of l2 to help straighten the bone because it fell out of alignment. In this revision four (4) screws were explanted and replaced with new screws. When the surgeon attempted to insert the rod into the head of two (2) screws it was observed that the collet within the polyaxial head was rotated and not allowing the rod to fully rest. This was identified after the surgeon attempted to seat the rod about five times. The two (2) screws that malfunctioned were on the right side at l1 and l3. The surgeon replaced the two (2) screws with new screws and was able to seat the new rods successfully with no further complications. The patient is stable and the surgery went well. There was about a five (5) to ten (10) minutes surgical delay. This report is for (1) one unknown matrix polyaxial screw. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.